Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the patient bent over to tie his shoe, the patient immediately felt very light headed, and the patient described a bubbling feeling in his chest at the same moment. The patient's log file was reviewed and events of very low speed, power spikes, increase flow, and increase pi were recorded. The patient's system controller was exchanged without resolution. The patient's percutaneous lead was checked and there was visible damage to the outer silicone casing. Moisture was present underneath the rescue tape that was covering the damaged silicone jacket of the lead. The percutaneous lead was manipulated in the damaged area and other areas; however, the issue could not be recreated. Low speed events intermittently occurred when the patient was moving. The patient sat up in bed and stood up out of bed without any issue. It was later noted that the pump end bend relief was fractured. The patient's lvad was exchanged with a new lvad. The patient's remains ongoing.